Event description:
Additional information received from the consumer reported that the steps taken to resolve the extreme pain was rest and the patient stopped exercise because they couldn't put any pressure on the side where the implant was because it would start to hurt again. The implant didn't work anyway.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0e5c2, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had extreme pain. The patient inquired if the device can become dislodged. The patient was laying on an exercise table and when they got up, they felt extreme pain in the side that the device was put in on. The pain went from the butt cheek and ran down their leg. The patient took motrin and nothing helped. They could not lay down, sit or walk without pain, and wanted help. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.